Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the catheter dissected the patient. The operation was terminated. No patient complications were reported.